Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized and due to dehydration, vomiting, coughing and asthma and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 355 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated with bolus and intravenous fluid. The customer had symptoms such as nausea, abdominal pain and vomiting. The customer reported that they had keypad was unresponsive. The customer reported that the blood glucose was elevated. The insulin pump will not be returned for analysis.